Event description:
It was reported that the asymptomatic patient received inappropriate atp and high voltage therapy for svt. The device initially diagnosed the rhythm as svt, but later changed the diagnosis that led to the therapy due to programmed settings. Programming changes were made. The patient was stable.